Event description:
It was reported that the gloves were too small and tear apart when the pt puts them on, so the user has been larger non-sterile gloves, and as a result the pt has acquired repeated urinary tract infections for which he has received antibiotic treatment.

Manufacturer narrative:
(B)(4). The device was not returned for eval. The device history record was reviewed and found nothing that could have caused or contributed to the reported problem. The reported event was confirmed as user-related.